Event description:
Adverse event(s): no patient injury (no consequences or impact to patient). Product problem(s): system shut down (loss of power); system message displayed (device displays error message). The nurse reported the system shut down on its own. Additional information received from the nurse stated the shut down occurred after four minutes posterior vitrectomy. A system message displayed. The system was switched out and the case was completed as planned. No patient injury reported. The patient's outcome was noted as good.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The company service representative found the system message in the event log. The host module was replaced, but not returned for further evaluation. The system was then tested and met all product specifications. The root cause cannot be determined in this investigation. A review complaints for the system revealed there have been no additional complaints related to the reported issue in the last 24 months. (B) (4). (B) (4). (B) (4).